Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/05/2020. A manufacturing record evaluation was performed for the finished device mm6615 batch number, and no non-conformance's were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional device captured in mw 2210968-2020-01795.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The thread breaks when sewing soft parts directly on the combination of thread and needle without much tension. It happens sometimes, it is a random case. There were no adverse patient consequences reported.